Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted bladder augmentation surgical procedure, the prograsp froceps instrument broke. While dissecting the a wire on the prograsp forceps instrument broke. The fragments were retrieved the same procedure. All fragments were visually confirmed with the endoscope. No post-op x-ray was taken. No injury was reported. No bleeding or repair took place. The procedure was completed robotically. No post-op complications were reported. No photos or videos are available for review. The procedure was completed robotically with a 15-30 minute surgical delay.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken grip cable at the distal end. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.